Manufacturer narrative:
A medtronic representative evaluated the equipment, and found the filter ladder bound up. The rep adjusted the filter ladder, and the system is now operational. If information is provided in the future, a supplemental report will be issued.

Event description:
No issue was alleged. Medtronic received information regarding an imaging system found during servicing. It was reported that while doing a field corrective action repair, the system displayed error initializing collimater. There was no patient present. It was reported that the filter ladder had bound up slightly. It was adjusted and the issue was resolved.